Manufacturer narrative:
This report is submitted june 6, 2017.

Manufacturer narrative:
This report is submitted on march 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2017 due to poor performance with device use. The recipient was re-implanted with a new a new device during the same surgery.